Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The device passed all testing successfully. Review of the event data confirmed the device responded appropraitely to all eleven analysis on the date of the event. A detailed correspondance was sent to the customer explaining the outcome of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.